Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified bone residue attachment about the threads from trephining, and fracture at the implant collar. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Event date not provided/ unknown, reporter's last name and email not provided/ unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the patient presented with a loose crown. It was discovered that the implant fractured and was removed from tooth site 30.